Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be identified. However, it was presumed that the image function did not work properly due to the poor contact of the light source. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found error code b30, and an image could not be displayed due to poor contact. It was also found that the lamp did not light up due to the poor contact at the lamphouse. Additionally, device evaluation found the chassis had deteriorated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that evis exera iii xenon light source had error code b30 communication error. The issue was found during preparation for use. There were no reports of patient harm.